Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the pump black box data indicated evidence of short battery life as illustrated with 26 counts voltage drop leading to cs128 replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked. There was evidence of moisture corrosion observed on the battery terminal inside the compartment. A leak test revealed a battery compartment leak. The battery cap was undamaged and secured properly to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.